Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on 13-nov-2024. The blockage was in the tubing. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6), patient country: united states.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6007512, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6007512 was manufactured according to the work instruction (wi) version 79 and packaging in the multivac m12 on 07-jun-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. The sub-assembly: assembly the lot 4e04405 was manufactured according to the wi version 27 and assembled in the quickset line, on 06-jun-2024, with a total of (B)(4) units. The lot 4e04406 was manufactured according to the wi version 27 and assembled in the quickset line, on 07-jun-2024, with a total of (B)(4) units. The sub-assembly: gluing of tubing the lot 4e04384 was manufactured according to the wi version 41 and manufactured in the machine l4-l5-l8, on 02-jun-2024, with a total of (B)(4) units. The lot 4e04392 was manufactured according to the wi version 42 and manufactured in the machine l4-l5-l8, on 06-jun-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: no nonconformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.